Manufacturer narrative:
(B)(4). Device evaluated by manufacturer- visual and microscopic examination of the returned complaint device revealed that the delivery system was returned without the stent attached. The balloon had stent impression on it and pillowing indicating that the stent was crimped correctly during manufacturing. The balloon and tip sections of the device were further examined and no damage was found that could have contributed to the event. The balloon was tightly wrapped and was not subjected to positive pressure. There were no kinks or damage noted along the shaft of the device. There was solidified blood present within the entire length of the inflation lumen indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6)-2010. It was reported that during a coronary treatment procedure, crossing difficulties occurred. Access was obtained via the radial artery. The 90% stenosed, de novo target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. The lesion was predilated with a 1.5x15mm apex balloon. Next a 2.5x20mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The device was removed and exchanged with a different device to complete the procedure. There were no patient complications and the patient's current condition is listed as stable. However, the returned product analysis of the 2.5x20 taxus liberte revealed that the stent was missing. The location of the missing stent is unknown.